Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the baseline lesion characteristics was right, posterior communicating artery aneurysm. The procedure was completed by replacing the microcatheter with another brand to complete the procedure.

Manufacturer narrative:
Product analysis as found condition (condition of returned device): two echelon-10 micro catheters were returned for analysis within a shipping box; within a sealed biohazard pouch; within opened echelon-10 micro catheter inner pouches and within individual dispenser tracks. Visual inspection/damage location details: due to the condition in which the echelon-10 micro catheters were returned, it was unable to be determined which echelon micro catheter belonged to which pli. (Echelon 1) the echelon-10 total length was measured to be ~155.4cm. The echelon-10 usable length was measured to be ~147.6cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub or body. The tubing material of the catheter separated distal end exhibited with stretching, jagged edges with the elliptical wire exposed and the inner lining extending from separated end. The distal tip was noted to have been shaped. No other anomalies were observed. (Echelon 2) the echelon-10 total length was measured to be ~155.2cm. The echelon-10 usable length was measured to be ~147.5cm which is within specification. Upon visual examination, no issues were found with the echelon-10 hub or catheter body. The tubing material of the catheter separated distal end exhibited with stretching, jagged edges with the elliptical wire exposed and the inner lining extending from separated end. The distal tip was noted to have been shaped. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. The broken end of the catheters exhibited plastic deformation (stretching and jagged edges) which indicate that the catheter separated when exceeding the tensile strength of the tubing material. In this event, user error likely contributed to the event as it was reported the echelon-10 micro catheter tip was shaped prior to the distal tip separating. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after two consecutive microcatheters of the same lot were shaped normally, the tips of both were broken. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a right, posterior communicating artery aneurysm. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter of 7mm.